Manufacturer narrative:
Additional information: b5, g3, h6. Correction: a1(should be blank), g2 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while the device was in use on a patient during a procedure, the unit was found to be turned off. There was a potential allegation that the device may have run out of battery life while in use on the patient. The device was sent for evaluation, where it was tested with a simulator and found to be functioning without any issues. Biomed reasoned that the unit may have run out of battery life during use and acknowledged that the battery could have been dead when they received the unit. The device was not sent in for repairs. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while the device was in use on a patient during a procedure, the unit was found to be turned off. There was a potential allegation that the device may have run out of battery life while in use on the patient. The unit did not alarm when it was discovered to be off. The device was sent for evaluation, where it was tested with a simulator and found to be functioning without any issues. Biomed reasoned that the unit may have run out of battery life during use and acknowledged that the battery could have been dead when they received the unit. The device was not sent in for repairs. No patient complications were reported as a result of this event.